Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient with an osteoporotic compression fracture underwent a bkp at t12. During the procedure, a balloon ruptured inside the vertebral body. No fragment of the balloon was left in the patient body. The surgical time was not extended due to the incident. No patient complications were associated with this event.